Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit failed the initial power connect test. The unit did not respond to the 110 vac in any manner (no lights, no relays clicking). The complaint report states that the device would not power up due to blown fuses. The 110 vac fused power block was pulled and the fuses were checked for electrical continuity. The fuses were checked for continuity. The complaint/customer statement that the fuses were blown has been confirmed. Further testing cannot pin point the cause of the blown fuses. A spare 110 vac fused power block was put in the place of the power block received with known good fuses. The unit would not power on with the good power block. The power supply pcb was by-passed and the unit would still not power on. The complaint that the unit will not power on due to blown fuses has been confirmed. Additional testing revealed that after by-passing the on-board power supply pcb the unit would still not power on. Very little in the way of detail was provided for this failure. There is no way to know if other extenuating circumstances could have caused an electrical short blowing the fuses. Depending on the failure circumstances, whatever happened could have triggered an internal/component level failure. A conclusion code could not be found as the complaint was confirmed; however, a root cause could not be identified.

Event description:
Customer complaint alleges "heater does not turn on. Found blown fuses." Alleged event reported as detected prior to patient use during functional testing. No report of patient or user injury. No report of delay in treatment.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned to the manufacturer at the time of this report. (B)(4) devices were taken from the current production p/n 425-00 (B)(4), lot # 73k170006n, functionally inspected. The issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. Record assessment (revision of fmea-08-037 rev 05) was performed and the failure mode is already included. No update is required. Customer complaint cannot be confirmed based on the information received and the above findings. Corrective actions cannot be established. In order to perform a proper and thorough investigation to confirm the alleged defect reported, determine a root cause and any corresponding corrective actions, it is necessary to have the device sample. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges "heater does not turn on. Found blown fuses." Alleged event reported as detected prior to patient use during functional testing. No report of patient or user injury. No report of delay in treatment.